Event description:
It was reported that a physician was attempting to remove a ureteral stent when the grasper end tilted and became floppy and was unable to be controlled with the handles. When the cystoscope and the stent grasper were removed from the patient, it was noted that a small screw appeared to be missing from the grasping end. No patient injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.